Manufacturer narrative:
Product eval: the device and lens were returned. An unapproved viscoelastic is observed in the device. The plunger has been completely advanced. No damage observed to the device. Lens damage was observed, which the customer stated happened during lens removal. Root cause: the root cause could not be determined by the product eval. However, due to info provided, the event may have occurred due to a failure to follow the dfu. Customer used an unapproved viscoelastic. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Surgeon applied high pressure to push the lens forward during the last 1/3 of the advancement because the lens and/or plunger became stuck. As a consequence, the lens shot ahead explosively through the capsular bag into the vitreous body. Excessive force should not be necessary to deploy the lens through the device. Per the dfu, one should gently advance the plunger forward in one smooth, continuous motion until the front edge of the optic aligns with the "fill-to" line. It should require seven seconds. After confirming the lens position (at this point deployment should not proceed if the lens is not in an approved position), insert nozzle tip into incision. Gently advance the plunger in one smooth, continuous motion. It is recommended that the delivery of the lens from the visual inspection position take at least five seconds. Action taken: no further action is warranted. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. Add'l info was requested and received.

Event description:
A surgeon reported that near the end of insertion of an intraocular lens (iol), the lens or plunger became stuck in the cartridge. The surgeon applied high pressure to push the lens forward. As a result, the lens shot ahead and through the capsular bag into the vitreous body. The lends was folded together and removed through the existing incision. During removal, one of the haptics tore off. Loss of vitreous body occurred and a vitrectomy was performed. The iol was exchanged. There was a two hour delay in the surgical procedure. In a f/u, the surgeon reported the pt has corneal edema and it is questionable whether this edema will resolve. The pt was being treated with medications. An unapproved viscoelastic was used during the surgical procedure.